Manufacturer narrative:
The customer provided all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver defibrillation energy while attempting to deliver a shock to a patient and gave an "abnormal energy delivered" message. There were no reports of any adverse effects to the patient as a result of the reported issue.